Manufacturer narrative:
Unit received with battery issues and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a new battery cap did not solve the problem. The customer's blood glucose level was unknown at the time of the incident. The customer stated that with the new battery cap they used a new fully charges alkaline (B)(6) battery. After a few hours, the insulin pump showed a yellow battery icon. The customer reported problems with the care link and sending blood glucose values to the insulin pump. The device will be returned for analysis.